Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Age of device: 2 years, 7 months. Manufacturer's investigation conclusion: the pump remains implanted and the patient remains ongoing on vad support. No product available for investigation. Bleeding is listed as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular system. This IFU also provides information regarding the use of anticoagulation therapies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2018. It was reported that patient's hemoglobin dropped from 8.6 g/dl to 6.3 g/dl on (B)(6) 2018. It was suspected to be related to undergoing embolization procedure for abdominal wall/rectus sheath bleed. Patient was transfused with 2 units of packed red blood cells (prbcs) and hemoglobin returned to 9.0 g/dl. Patient's anticoagulation regimen included aspirin and enoxaparin. No colonoscopy was performed. Bleeding resolved. The patient remains in critical condition in the ICU. No equipment was exchanged. No further information was provided.

Manufacturer narrative:
Investigation summary: on (B)(6) 2018, the patient experienced a drop in hbg from 8.6 g/dl to 6.3 g/d in correlation to undergoing an embolization procedure for an abdominal wall/rectus sheath bleed. The patient was given 2 units of prbcs and their hgb returned to 9.0 g/dl. No colonoscopy was performed and no equipment was exchanged. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the device and provides information regarding the use of anticoagulation therapies. This type of event has been previously investigated. Reference document (B)(4). Complaint data is reviewed periodically per the quality data review process (qs work instruction #86861). Quality data reviews are conducted on production and post-production signals to evaluate specific business areas and products and ensure the effectiveness of these business areas and products including conformity to product requirements. This is done by periodic review of key performance indicators and objectives. Qdr information, as applicable, feeds into CAPA requests. The patient remains ongoing on vad support. No further information was provided. The manufacturer is closing the file on this event.